Event description:
During a persistent atrial fibrillation procedure, a pericardial effusion occurred in the left atrium. After successful completion of pulmonary vein and posterior wall isolation, a perforation was noted near the mitral annulus. This was seen during mitral isthmus ablation, and was diagnosed via echocardiogram. The delta of impedance (set on 10 ohms, 1 second) stopped the lesion but the patient immediately became hypotensive after the cutoff. No excessive or sudden rise of contact was noticed during delivery of energy. A power of 40w was applied (temperature cutoff 42 degrees, irrigation flow 30 ml/min). An emergency sternotomy was performed and the patient was sent to recovery with a drain. The physician believes the cause is that the tissue was locally very thin, as the left atrium was already fragile with numerous zones of fibrosis and a volume of 200ml.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. However, the log files from the tactisys quartz system were returned. The log file analysis concluded, that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures, indicated cooling, during rf ablation. And contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded, during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU). However, due to unknown procedural conditions we are unable to conclusively determine, the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk, during the use of this device.